Event description:
It was reported that the device longevity was checked and when it was calculated it was questioned if the device may have a coulomb counter longevity issue. The device remains in use but will be replaced in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).